Event description:
During surgery the poly would not seat into the stem causing a 30 min delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.